Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, an 8-6mm amplatzer duct occluder was selected for a pediatric patient. When the device was deployed, the shape was not correct. After an 2nd attempt, the device was removed due to shape. The procedure was extended by 30 minutes, but the patient was reported stable with no adverse consequences and was hemodynamically stable throughout the procedure. The user does not attribute the event to a device malfunction that had the potential to result in patient harm or injury. The user also does not attribute the deformation to patient anatomy. The patient went to surgery for closure as the physician abandoned the case as a larger device was required; however there would be not enough space for the retention skirt due to patient anatomy.